Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead device code c62955 applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient expected to feel stimulation all the time. They also reported a lead was hanging, flutter, soreness, and the antibiotics was causing an allergic reaction. The next day, they woke up red like a strawberry and itchy. They went to the hospital and was prescribed prednisone. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient expected to feel stimulation all the time. They also reported a lead was hanging, flutter, soreness, and the antibiotics was causing an allergic reaction. The next day, they woke up red like a strawberry and itchy. They went to the hospital and was prescribed prednisone. No further patient complications have been reported as a result of this event.